Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (defective angle play) was confirmed due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. In addition to the whitish foreign material inside the air/water tube and the air/water cylinder, addition evaluation findings were as follows: the guide plate was deformed, the free/engage lever was cut, the light guide lenses were cracked, due to a cut on heat shrinking the free/engage lever, expected insulation capacity could not be obtained, the light guide lens had a chip, and the bending tube was deformed. Also, the following components had scratches: the flexibility adjustment ring, the grip, the forceps channel port, the suction cylinder, and the plug unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis exera iii colonovideoscope, the angle play was defective. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was whitish foreign material found inside the air/water tube and the air/water cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. There was no delay of precleaning. There was no malfunction of the reprocessing accessories. The device was mechanically reprocessed. The air and water channels were flushed during precleaning, and the detergent was flushed during manual cleaning. The instructions manual denotes detection methods associated with the event in "inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.